Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed low battery and power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. No unexpected power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a replace battery now alarm less than 10 hours after receiving a low battery alert. Their blood glucose was unknown. The pump will not be returned for analysis.